Event description:
Customer reportedly received results of 36 mg/dl and 136 mg/dl on the advantage system within 10 mins. Three days later customer received results of 558 mg/dl and 195 mg/dl on the advantage system within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.